Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system implant, the right ventricular lead had dislodged multiple times. The lead was removed from the pocket and tissue was found within the lead's helix. A replacement lead was successfully implanted.